Event description:
It was reported that this brady lead was not implanted successfully due to equipment failure. This lead was never implanted. This lead was returned. No adverse patient effects were reported.